Manufacturer narrative:
S/w 3.0d pump received with corroded battery tube, cracked battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked reservoir tube, cracked reservoir tube window, cracked case reservoir tube window corners, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
Customer's mother reported via phone call that the insulin pump had a crack was located on top of the reservoir compartment. The blood glucose at the time of the incident was 100 mg/dl. The device will be returned for analysis.